Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer also reported that the device's numbers would not scroll and he could not push any buttons. The customer confirmed that he was sweating heavily while wearing the insulin pump. Blood glucose level at the time of the incident was 170 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump was unable to perform operating current test or verify battery out limit due to unresponsive buttons. No moisture damage on electronic assembly during visual inspection. The insulin pump had a cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.